Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that they experienced high blood glucose. The customer blood glucose level was 417 mg/dl at the time of incident. Customer also stated that the insulin pump had flow block alarm and customer was declined for troubleshooting. The insulin pump will not be returned for analysis. Frn reservoir; unomedical inf. Set.